Event description:
A pap sample was collected by clinician from a patient and the patient was exposed to the collected sample. The clinician indicated that patient splashed surepath preservative fluid on their mouth. The patient did not ingest the fluid with sample. Basic first aid including rinsing the patient's mouth and drinking a large glass of water was given. No further medical treatment was required. The patient did not experience any symptoms or problems as a result of the exposure.

Manufacturer narrative:
There was no device malfunction. The exposure of the patient to her own pap sample was accidental. Clinician took first aid measures that included rinsing mouth with water and keeping patient in office for extra period of time (20 minutes). The patient has reported no symptoms and additional medical treatment was not required. A copy of the msds for the preservative fluid was faxed to clinician. Decision to file was based on exposure of a mucosal surface to the preservative fluid with patient sample. Basic first aid was required.